Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the device changing procedure, far field p-wave oversensing was observed. The atrial pacing was oversensed in the right ventricular channel. Programming change was made. The patient was stable throughout the change and being monitored.